Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2016, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 20mm long with a reference vessel diameter of 2.00mm. During pre-dilatation of the lesion with a 2.00mm x 12mm apex balloon catheter, a dissection occurred. The target lesion was then treated with placement of three study stents, sized 2.25 x 16mm, 2.50 x 20mm, and 2.75 x 32mm. Subsequently, two additional study stents were implanted to treat the dissection. Following post-dilatation, the residual stenosis was 10% and the procedure was completed. The following day, the patient was discharged on dual antiplatelet therapy.